Event description:
Edwards received information that a patient with a 23mm pericardial aortic valve had severe aortic regurgitation secondary to structural valve deterioration after implant of unknown period. A symptom of dyspnea on exertion was seen. Valve-in-valve procedure is under consideration due to the patient elderly age.

Manufacturer narrative:
Additional narratives brand name, PMA/510k: this device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model#: 2800, PMA#: p860057/s001. Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
Updated b5, b7, and h6 per new information received.

Event description:
Edwards received information that a patient with a 23mm pericardial aortic valve had severe aortic regurgitation and aortic stenosis secondary to structural valve deterioration after implant duration of approximately ten (10) years. A symptom of heart failure, dyspnea on exertion was seen. Valve-in-valve procedure is under consideration due to the patient elderly age.

Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information that a patient with a 23mm 2900 pericardial aortic valve had severe aortic regurgitation and aortic stenosis secondary to structural valve deterioration after implant duration of approximately ten (10) years and seven (7) months. A symptom of heart failure, dyspnea on exertion was seen. Valve-in-valve procedure is under consideration due to the patient elderly age. The surgeon commented that there was no relationship between the event and the device malfunction. The patient was a 89-year-old male. Test results: nyha class ii, sts score: 10.8%, vmax: 4.04m/s, mean pg: 38.4mmhg, eoa: 0.99cm2, ef: 66.0% the device was implanted for aortic valve replacement to correct aortic stenosis.